Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider requested the pump basal rate be increased after the customer experienced an elevated blood glucose (bg) level of 318 (mg/dl). Customer delivered a pump bolus to address bg levels and increased their basal rate settings.